Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires.

Event description:
It was reported that at a follow-up appointment in the clinic the implantable pulse generator (ipg) had loss of telemetry and the physician was unable to interrogate the device. At a recent visit the device showed two years left of battery life. The patient was sent to another facility where the device was able to be interrogated. Nevertheless, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.